Event description:
It was reported that the patient had a 40cc fiberoptix sensor (fos) intra-aortic balloon (iab) inserted emergently at bedside. The iab was zero'd prior to insertion, but per staff catheter was "bent during insertion" necessitating second balloon placement. Staff stated they didn't have time to get 2nd balloon zero'd prior to insertion and when they attempted to trouble shoot they were unable to get a fos arterial pressure waveform and lightbulb remained black. The clinical support specialist was on-site and able to successfully zero a fos tester on the pump.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.